Event description:
The cable did not read the catheter. There were no icp and ict readings. Additional information has been requested and on 24apr2017, the following was provided: product issue was discovered during inspection prior to surgery. There was no patient impact. No other information was provided. Linked to mfg. Report number: 3006697299-2017-00056.

Manufacturer narrative:
Investigation completed 06/08/2017. Method: device history review. Trend analysis. Failure analysis. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: jun-2014. Service history: there is no service history to be reviewed. A minimum of 12 months¿ review of camcabl cable was completed using the following key words ¿does not read catheter¿ and ¿functionally defective - root cause not determined¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 08-jun-2016 to 08-jun-2017. A total of 6 complaints contained the search criteria. In addition to trending, the customer complaints review completed did not identify any other complaints being received in this period for serial number under investigation. Rate of occurrence: during the time period ¿jul-16 to jun-17¿, the global product usage for camcabl was calculated as (B)(4) usages, using the total quantity of icp monitors¿ catheters sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of 6 x complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as (B)(4)% of procedures or 1 complaint in every (B)(4) procedures. Conclusion: product was returned and the evaluation verified the complaint incident as valid. Root cause not determined; the returned cam02 monitor did not recognize the catheter due to faulty camcabl, however, the root cause of the cable failure was not provided by the service centre.